Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote fc balloon catheter. The balloon was loosely folded. There was blood and contrast in the balloon and lumen. The balloon, markerband, and proximal bond, were microscopically inspected. Inspection revealed balloon bunching, 15mm from the tip of the device with a pinhole in the balloon material at the distal edge of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilatation. Upon the initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 1.2mm x 15mm x 141cm emerge(tm) balloon catheter was advanced for dilatation. Upon the initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.